Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The complaint was verified. The helix was found to be stuck due to dried body fluids. The inner coil was over torqued and subsequently damaged the insulation and short circuited the coils. (B)(4).

Event description:
It was reported that the lead exhibited unacceptable threshold and sensing anomaly. The lead was not implanted.